Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd bactec¿ fx, instrument top, packaged an incorrect label was applied to a patient specimen. The following information was provided by the initial reporter: the customer reported that an incorrect label (non-bd product) was applied to a patient specimen. Upon discovery of the incorrect data via the bactec fx instrument, the laboratory mis-labeling was corrected. No impact to patients was reported as a result if this issue.

Manufacturer narrative:
H6. A complaint of "certain specimens do not jump to the top "was received against instrument top bactec fx packaged material number: 441385, serial number: (B)(6).bd remote assistance provided and instructed the customer to register with correct accession number which resolved the issue. This complaint is an unconfirmed failure of the bd product. Root cause of the false positive is unknown. Device history record review for the instrument (B)(6), is not required for this complaint as this complaint does not allege an early life failure or failure at installation and the configuration has changed since release from manufacturing due to service repairs/pms. Service history review was performed for this instrument and no additional work orders were observed for the complaint failure mode reported. Samples were not received by quality for investigation and thus returned material investigation could not occur. Bd quality will continue to closely monitor for trends associated with this complaint.

Event description:
It was reported that bd bactec¿ fx, instrument top, packaged an incorrect label was applied to a patient specimen. The following information was provided by the initial reporter: the customer reported that an incorrect label (non-bd product) was applied to a patient specimen. Upon discovery of the incorrect data via the bactec fx instrument, the laboratory mis-labeling was corrected. No impact to patients was reported as a result if this issue.